Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer declined to load a new cartridge with tandem technical support and indicated that the current cartridge would continue to be used. There was no impact to the customer's blood glucose level.